Manufacturer narrative:
Emdr section h6 codes b, c, d updated to reflect results of investigation. Code d12 used for IFU: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: vascular trauma (i.e., dissection).

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient who developed hypotension due to type b chronic aortic dissection, underwent emergent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system. Reportedly, the patient had aorta inflammation (no infection). The procedure was completed without any issue. On (B)(6) 2023, patient developed chest pain in the morning, and new entry tears at both side of the device, proximal and distal, were observed on the computed tomography (CT) imaging. An emergent total aortic arch replacement (tar) with open stent-grafting for proximal new entry tear was performed. Endovascular treatment for distal new entry tear was also performed at the same time. The patient tolerated the procedure. The physician reported aorta inflammation might have contributed the new entry.